Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. Infusion set changes and insulin changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) levels were in the high 200's mg/dl range. A correction bolus was delivered and a manual injection was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer reverted to manual injections for insulin therapy.